Event description:
The customer reported the system was arcing during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended. (B) (4)